Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to perform a system check to determine a possible cause of the occlusion and thought the occlusion may have occurred as the infusion tubing had been tangled.